Manufacturer narrative:
The cot was evaluated by a third party and was not evaluated by a stryker representative. Further information regarding the patient event was not provided.

Event description:
It was reported that the patient was being transported on the ambulance cot when the device dropped downward at the head end of the device. It was reported that the patient was being transported due to a preexisting injury related to a separate incident where the patient had fallen. The patient reported pain in the cervical spine after the incident. Further information was not provided.

Event description:
It was reported that the patient was being transported on the ambulance cot when the device dropped downward at the head end of the device. It was reported that the patient was being transported due to a preexisting injury related to a separate incident where the patient had fallen. The patient reported pain in the cervical spine after the incident. Further information was not provided.